Event description:
It was reported that the patient is not meeting the target goal temperature. The current patient temperature is 101.5 with a goal temperature of 97.9, no alarms are present. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient is not meeting the target goal temperature. The current patient temperature is 101.5 with a goal temperature of 97.9, no alarms are present. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
As a result of this report, a field service technician inquired if this unit needed servicing, and the customer did not require servicing. No component level malfunction and no alarms were present.